Manufacturer narrative:
(B)(4). The device received in good physical condition. The tissue pad was found in good physical condition and properly attached to the clamp arm. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The device was tested with a generator and was functional.

Event description:
It was reported that during a gastrectomy procedure, the tissue pad was damaged and a small piece of the tissue pad was detached off. The piece of the tissue pad was removed from the patient and no pieces were left inside the patient's body. Although the device was activated properly, another device was used to complete the case just in case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.